Event description:
(Hold for cp 10.31) it was reported that the customer experienced issues with cartridge alarms over the past month, though they were unable to determine the cartridge number as the pump was not with them for troubleshooting. The incident did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. As a corrective action, technical support decided to replace the pump, advising the customer on using a multiple daily injections (mdi) backup therapy to ensure continuity of insulin delivery. The customer agreed to return the problematic pump to tandem and received a replacement pump with updated software, along with guidance on the necessary steps for handling the new pump.